Event description:
It was reported that after placing the left ventricular (lv) lead, the guidewire was attempted to be removed, but it couldn't be moved due to friction. During the attempts to remove the guidewire, the lv lead was displaced. Both the lv lead and the guidewire were removed, however, the guidewire was damaged and the impermeable part of the guidewire became detached and remains in the patient's body. A new lv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary:received for evaluation was one severely unraveled at the distal tip lvcls190s cougar guide wire with no original packaging. The wire is missing the ribbon and distal tip ball. The proximal hypo tube/core wire joint is intact, the unravelling is noted on the distal hypo tube joint. The distal ribbon wire is detached form the core wire tip ball. Photos received show a portion of what appears the distal tip left in the patient as reported. Physical measurements show the device meets specification. Functional testing could not be performed due to the condition of the returned device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.